Event description:
A physician reported a hakim valve (ID 823832) was implanted in a male patient via v-p shunt on (B)(6) 2014 with unknown setting due to cerebral aqueduct stenosis. The patient visited the hospital on (B)(6) 2021 and it was noted his dementia worsened. Due to suspicion of underdrainage a shunt contrast was performed, however, the flow could not be confirmed. The valve was removed and replaced on (B)(6) 2022. A water flow test was performed to the removed valve and the distal side of the valve was obstructed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve was not returned for evaluation (discarded by customer) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for the for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.